Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Customer changed cartridge and infusion set to address the issue. Customer declined further troubleshooting.